Event description:
A report was received that the patient had a non-healing wound and an infection at the pocket site. Symptoms were pain, serous discharges and an area of eschar and granulation at the site. There was some fluctuance in the area as well which was tender to palpation. The patient was prescribed oral antibiotics. The physician did not believe that it was device related. The patient underwent a procedure wherein the pocket site was cleaned out, relocated and the ipg was replaced. It was also reported that the patient was admitted in the hospital overnight for intravenous (IV) antibiotics. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient had underwent pocket revision due to exposed ipg.

Event description:
A report was received that the patient had a non-healing wound and an infection at the pocket site. Symptoms were pain, serous discharges and an area of eschar and granulation at the site. There was some fluctuance in the area as well which was tender to palpation. The patient was prescribed oral antibiotics. The physician did not believe that it was device related. The patient underwent a procedure wherein the pocket site was cleaned out, relocated and the ipg was replaced. It was also reported that the patient was admitted in the hospital overnight for intravenous (IV) antibiotics. The patient was doing well postoperatively.

Manufacturer narrative:
Other # field is populated with the di number. The explanted device was not returned to bsn as it was discarded by the medical facility.